Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, when the trapezoid rx basket was used to remove several stones, the basket failed to open. There was no stone inside the basket when it failed to open. Another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event. Investigation results revealed the side car rx was pushed back; therefore, this is now an MDR reportable event.

Manufacturer narrative:
Initial reporter's address: (B)(6). (B)(4). The returned trapezoid rx basket was analyzed, and a visual evaluation noted that the basket was in good condition. Dimensional inspection observed the side car was pushed back approximately 1.0 cm which is out of specification. Functional inspection confirmed the basket was able to open and closed without resistance. No other issues with the device were noted. The reported event that the basket failed to open was not confirmed. Based on all available information, it is possible that due to the manipulation or the technique used to interact with the device in conjunction with the patient anatomy could have affected the device functionality causing a failure to open the basket. However, there is not enough evidence to determine whether the adverse event was due to some issue in the device. The side car rx push back issue suggests a possible difficulty with the manipulation; therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.